Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 455 mg/dl. Customer advised in addition to the high blood glucose, the patient experienced low blood glucose during the night. Customer treated their high blood glucose via insulin pen. Customer's husband was assisted with programming the device and was assisted with clearing the check settings alarm. Customer advised when they placed a new battery into the insulin pump the device properly functioned.